Event description:
Follow-up information revealed the issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. The patient also reported a tingling sensation when therapy was off. As a result. The patient underwent surgical intervention on (B)(6) 2019, where the ipg pocket site was relocated. No product was explanted. Effective therapy was confirmed post-operatively.